Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the stapling procedure in a laparoscopic sleeve gastrectomy, black reload jammed. When the purple reload was used, the articular portion of the stapler after being articulated, jump back straight on its own. Ne device was used successfully. There was no patient injury.